Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm that occurred during initial drain was not confirmed as the sample was not returned for evaluation. The cause of the low drain alarm was air in line; however, the root cause of the air in line could not be determined. A batch review was not performed due to unknown lot number. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Correction: the following information was erroneously omitted from the first follow-up medwatch: the root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center regarding a low drain volume alarm; which occurred on the homechoice during use, during initial drain. The drain volume (dv) equaled 4ml. The last fill volume (lfv) equaled 500ml. The home patient (hp) stated that there were large air bubbles in the patient line. The baxter technical service representative advised the hp to end therapy and start over with new supplies, making sure the lines were completely primed before connecting. The tsr walked the hp through the ending therapy early procedure. The hp ended therapy and would start over with new supplies. This writer contacted the home patient (hp) (B)(6) 2011 regarding the reported problem. The hp stated they did start over with new supplies, and everything went fine. They stated they did not notice anything unusual with the supplies. They stated they do not know the lot numbers to the supplies, and discarded all samples. The hp stated they did talk to the registered nurse (rn) regarding the reported problem. The hp stated that the alarm occurred because they got a head of themselves, and started therapy too early before the lines were completely primed. The hp stated that therapy since then has been going a lot better. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.